Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Based on the medical records provided it appears that the mesh that was partially explanted during the (B)(6) 2012 procedure was the non-davol mesh previously implanted at the apex of the vagina during the revision procedure for the "marlex" mesh based on the anatomical location of the mesh exposure. With the currently available information, no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with uterine prolapse, cystocele and stress urinary incontinence. The patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy and implant of a suburethral sling using a non-davol collagen matrix graft. On (B)(6) 2005 - per the attorney, the patient was diagnosed with a large cystocele, possible enterocele, total vaginal cuff prolapse and underwent a vagina cuff augmentation procedure. No further details provided. On (B)(6) 2005 - per the attorney, the patient had an area in her vagina cauterized with silver nitrate. On (B)(6) 2005 - the patient was diagnosed with a complete vaginal vault prolapse and underwent an abdominal sacrocolpopexy with implant of a "1 x 4 inch marlex" mesh and placement of an adhesion barrier. On (B)(6) 2006 - per the attorney, the patient complained of a vaginal lump and tenderness with abdominal discharge. A large rectocele was noted. On (B)(6) 2006 - the patient was diagnosed with a rectocele and underwent a posterior colporrhaphy with implant of a non-davol mesh. No mention of any visualization or involvement of the "marlex" mesh was noted. On (B)(6) 2006 - (B)(6) 2007 - per the attorney, the patient had a small rectocele noted on upper vagina and was diagnosed with redundant rectovaginal herniation. On (B)(6) 2007 - the patient had an md office exam with complaints of vaginal prolapse. The patient was diagnosed with a vaginal cuff prolapse. On (B)(6) 2007 - the patient was diagnosed with a vaginal vault prolapse, enterocele and stress urinary incontinence. The patient underwent a robotic assisted laparoscopic sacrocolpopexy with implant of a non-davol "pelvitex" and "align" mesh. Per operative details "the mesh material (alleged davol flat) from her prior sacrocolpopexy was recognized and was simply detached from most of the vagina but was still very evident and solid and strongly attached to the sacral promontory. Therefore, the goal of this surgery was to simply create a y-shaped mesh material graft and fasten this to her vagina and then fasten the proximal end of that graft to the previously placed graft." On (B)(6) 2009 - the patient had an md office exam with complaints of a "slight lump coming from her vagina." The physician exam notes indicate the patient continued with a rectocele. On (B)(6) 2012 - the patient had an md office exam with complaints of dyspareunia over the past 1 year. Patient was prescribed a hormonal cream to insert vaginally and referred to another surgeon. On (B)(6) 2012 - the patient was diagnosed with exposure of the previously placed sacrocolpopexy mesh at the apex of the vagina. The patient underwent a vaginal revision of the previously placed mesh and cystoscopy for exposure of sacrocolpopexy mesh at the apex of the vagina. On (B)(6) 2013 - the patient had an md office exam with complaints of dyspareunia. The patient was diagnosed with colon cancer. The physician referred patient to a colorectal surgeon.